Manufacturer narrative:
The required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported discrepant results with the ID now covid-19 assay. The customer reported negative results on a kitted swab with the ID now covid-19 assay performed (B)(6) 2021. Repeat testing on (B)(6) 2021 on a sterilized swab from another company's influenza kit (not specified) with the ID now covid-19 assay provided positive results. Sample type and use of viral transport media were not provided. No patient information was provided. No additional information will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.